Event description:
The following has been reported: biomed reported: tag just said do not use. Cleaned and ran test infusion with no issues. Patient status unknown. A preliminary review of the logs identified the following issue: tubing set error (ipc connection leak failure). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. Log file evaluation: tubing set error (ipc connection leak failure). Pump was failing active primary infusion due to cassette leak. Leaks were ranging from -0.640967 to -1.072410. Currentflowrate: 49.894363, targetflowrate: 50.000000, targetpospress: 9.868279, targetresistorangle: 179.750000. The cassette was removed and quickly reinstalled but still had leaking failures present. The pump was powered off and turned back on two days later. From there the customer was able to perform a successful test infusion with a new cassette with no signs of faults or errors. Pump can be returned to customer use. The most probable root cause of the leak in cassette could be related to 1) misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump, 2) an incorrect and poor sealing of the cassette in the welder machine causing the reported leakage, 3) over-insertion of the secondary port which caused a crack at the cassette. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections.